Manufacturer narrative:
The service rep checked monitor and unplugged power connection and plugged back in monitor started to work again. He ordered monitor and had a part in van. The customer is going to monitor unit for a few days and if problem did not reoccur would return the monitor.

Event description:
Customer reported monitor problem with monitor that is on top of the tower on the 2600 system. Customer brought in a slave monitor and used that with unit. There was no report of injury or chance of injury.